Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump successfully, and no recurrence of the malfunction code was noted. Customer was advised to continue using the pump and to reach out if the issue reoccurs, to which they agreed and understood.